Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that there was bleeding at the arterial end joints of the catheter during dialysis treatment. Then the surgeon pulled the catheter out and inserted a new catheter for the pt.